Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('shooting pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 782773) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("stomach cramping"), neck pain ("neck pain") and migraine ("migraines / head"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine haemorrhage, abdominal pain lower, neck pain and migraine outcome was unknown. The reporter considered abdominal pain lower, migraine, neck pain, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('shooting pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 782773) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("stomach cramping"), neck pain ("neck pain") and migraine ("migraines / head"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine haemorrhage, abdominal pain lower, neck pain and migraine outcome was unknown. The reporter considered abdominal pain lower, migraine, neck pain, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: result unknown. Most recent follow-up information incorporated above includes: on 26-dec-2019: pfs and mr received: event injury removed. Lot number added. Events: stomach cramping, shooting pelvic pain, abnormal uterine bleeding, neck pain, migraines were added. Essure removal date, patient demographics, reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.